Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect hbsag result for a (B)(6) male dialysis patient. The customer further indicated the architect hbsag confirmatory result was 98%. The customer further indicated a month later the patient generated (B)(6) results. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, review of manufacturing documents and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative confirmatory assay. Normal complaint activity was identified for reagent lot 75070fn00. Investigation testing was performed for architect hbsag qualitative confirmatory reagent lot 75070fn00. Testing of panels which mimic patient samples was performed using a retained kit of lot 75070fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative confirmatory assay was identified.